Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the cp5 unit. The incident occurred in the united states. Reportedly, livanova field service engineer (fse) was unable to confirm the reported event since the affected unit had already been replaced and scrapped by the customer. No other similar event has been registered on the involved device since its installation in 2010. No concerning trend was detected for this failure mode. Based on the investigation findings, the most likely root cause of the reported event is wearing of the unit, mainly due to age. The wearing of electro-mechanical device can be originated by the specific use conditions at customer¿s site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
Livanova received a report indicating that the cp5 drive unit stopped working during use. As a result, the hand crank had to be utilized as an alternative method. There is no report of any patient injury.